Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver was warm to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of the receiver being warm to touch could not be confirmed.